Manufacturer narrative:
Product analysis: analysis found that the external pulse generator (epg) display wires were pinched with wire exposed and the red display wire was shorted to main printed circuit board (pcb) which caused epg not to stay powered on. Analysis also noted that the epg failed incoming back light failed on-off difference and supper cap tests, the main pcb was out of specification, the hanger assembly was cracked, the lock button on the keypad was flat but functional, the upper case was cracked at boss, the encoder assembly and knobs were contaminated, the lower case was broken, the output connector were discolored, errors were found in the logs, and no battery was returned with the device. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) always indicated the battery was low. The epg was returned for service. No patient complications have been reported as a result of this event.